Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/14/2020. H.6. Investigation: one sample was provided to our quality team for investigation. Upon visually inspecting the product, the barrel of the syringe is observed to be cracked near the 32ml marking, causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for lot 2003287, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is likely the damage occurred as a result of a failure within the assembly machine. Manufacturing personnel have been made aware of your experience to increase awareness of this matter and a project, cor c-526-19, was initiated to reduce any future occurrence of damage on our projects.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use while sampling nacl. The following information was provided by the initial reporter, translated from french to english: "the leak occurred at the black seal when the preparer was sampling nacl. There were no consequences other than a loss of time during preparation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use while sampling nacl. The following information was provided by the initial reporter, translated from french to english: "the leak occurred at the black seal when the preparer was sampling nacl. There were no consequences other than a loss of time during preparation."